Event description:
Patient reported being admitted to the hospital due to his pacemaker. No further information provided. Patient does not consent to be contacted. Reporter doesn't consent for manufacturer follow up.